Event description:
It was reported that there was an unfixed issue during use. Additional information states: the shim of the stapler is closed in a square and it is open and unclogged which means it will not hold the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was returned with its trigger partially engaged. The sample appears used as there is biological material present on the device. The stapler was received with 36 staples left in the cover block. Reference file anp1900075409 for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. First, the trigger cycle was completed by engaging the trigger using hand pressure. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All three staples fired were able to engage and successfully close into the simulated skin pad. The remaining staples were fired from the stapler with no difficulty. Reference file anp1900075409 for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "unfixed issue" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73h1800613 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was an unfixed issue during use. Additional information states: the shim of the stapler is closed in a square and it is open and unclogged which means it will not hold the patient.